Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered multiple boluses which resulted in a blood glucose (bg) level of 49 mg/dl. Customer drank orange juice to address low bg.